Event description:
It was reported the patient had swelling internally for the three weeks prior to the call. It was noted the patient had a ¿raw scratching¿ pain from the inside out. It was further reported the swelling and pain were ¿above the third sacral nerve.¿ it was reported the patient¿s healthcare provider could feel the wire. It was noted the wiring was pushing up and going midline.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v978691, implanted: (B)(6) 2012, product type lead. (B)(4).